Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
If additional information or investigation results are received, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caspar distraction pin via information received from mw (B)(4). According to the complaint description, the pin broke during a spinal procedure and remained in situ. Distraction pin sheared when surgeon attempted to remove it from c3 (it sheared without any above average amount of force). The piece broke off in the bone and there was no intervention performed. There was also no surgical delay. A portion of the pin was fully embedded in bone without any potential to cause harm. Additional details were not provided. The malfunction is filed under xc reference (B)(4).